Manufacturer narrative:
Device could not be evaluated as it was not returned; nor were any other surgical blades from the medical center returned. The lot number for the device that reportedly failed is unknown. We are unable to determine manufacture date without lot number. This failure is atypical and, without necessary information for a proper investigation, the true root cause cannot be determined.

Event description:
During a repair of a rotator cuff tear, the blade bard parker stainless steel, size 11, p/n 371211, lot number unknown, broke into a couple pieces. One piece, the sharp tip, was left in the joint as it was determined that would be the best course of action.